Manufacturer narrative:
(B) (4).

Event description:
It was reported, the pt had not had stimulation for approx 6 months. There were problems with recharging the device. Specifically coupling issues were experienced during recharging. It was suspected the ins was overdischarged. Additional info has been requested.